Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving patient notifier for out of range impedance. Upon interrogation the right ventricular lead exhibited high impedance, intermittent loss of capture and high threshold. The patient experience shortness of breath and lightheadedness. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and post procedure.